Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via a 7f sheath hole prior to a cardiac ablation interventional procedure. It should be noted that the prostyle instructions for use (IFU), states: for access sites in the common femoral vein using 5f to 24f sheaths. For venous sheath sizes greater than 14f, at least two devices and the pre-close technique are required. In this case, the use of only one device to achieve hemostasis would not contribute to a needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6 - medical device problem code 1494 clarifier: indication for use.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via a 7f sheath hole prior to a cardiac ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a prostyle device. The sutures of a new prostyle device were successfully pre-placed. The sheath was upsized to a 24f and the cardiac ablation interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.